Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing and failure to deliver shock for a ventricular fibrillation. Programming changes were made. Patient was stable.